Event description:
It was reported that during an upgrade procedure, the pulse generator inhibited pacing upon diathermy. The patient became asystolic. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.